Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated on (B)(6) 2011. The user encountered difficulties while interrogating this ICD, although 2 different programmers were used. Reportedly, the programmer display froze during threshold tests; the test status showed in the yellow status banner (at the top of the screen) disappeared, and the "start/stop" button turned gray and was impossible to activate. The user had to switch off the programmer. It was then possible to interrogate the device and perform all the tests successfully. The ICD was re-interrogated by the sorin rep on (B)(6) 2011 with the same programmer without any problem.